Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr was stuck with the wire. The 70% stenosed target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink plus and 330 cm rotawire were selected for use. The burr was successfully tested outside the body. During the procedure, the burr was advanced on the distal part of the wire. However, the burr was stuck and could not advance nor be pulled. The rotalink and rotawire were retrieved as a system. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure.

Manufacturer narrative:
B3: date of event: updated to (B)(6) 2020. E1: additional initial reporter: dr. (B)(6) . Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed no damages or irregularities. The wire used in the procedure was returned, so the wire used in the procedure was also used for functional testing. The rotawire was not able to be removed from the device due to severe kinks in the wire at 139cm and 141.5cm from the proximal end. Product analysis confirmed the reported event, as the wire was unable to be removed from the device due to severe kinks in the wire.

Event description:
It was reported that the burr was stuck with the wire. The 70% stenosed target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink plus and 330 cm rotawire were selected for use. The burr was tested outside the body. During the procedure, the burr was advanced on the distal part of the wire. However, the burr was stuck and could not advance nor be pulled. The rotalink and rotawire was retrieved as a system. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure.

Event description:
It was reported that the burr was stuck with the wire. The 70% stenosed target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink plus and 330 cm rotawire were selected for use. The burr was tested outside the body. During the procedure, the burr was advanced on the distal part of the wire. However, the burr was stuck and could not advance nor be pulled. The rotalink and rotawire was retrieved as a system. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure.

Manufacturer narrative:
B3: date of event: updated to (B)(6) 2020. E1: additional initial reporter: (B)(6).